Event description:
Retroperitoneal access was obtained and the deployment was done through a conduit. Upon retraction of the jacket, the contralateral pull wire got caught on the superior frame hooks but was resolved. Difficulty in advancing the contralateral guide wire was encountered but resolved. Wallstents were placed bilaterally in graft limbs to improve flow.